Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: g3, h6, h11 MDR section codes updated/corrected: b, c, d, e the revision was likely the result of prosthesis wear. Possible causes for polyethylene damage include uneven joint force distribution between the medial and lateral sides, third body wear, inclusion of the polyethylene in the packaging recall, or any combination of these possibilities. Potential contributions of user and patient-related considerations to the event could not be assessed as no radiographs or relevant clinical notes were provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
D10: 200-02-32 - three peg patella 32mm (B)(6), 02-010-03-0335 - logic cr femoral cem, right, sz 3.5 (B)(6), 02-012-45-3545 - lgc tibial fit tray cem sz 3.5f / 4.5t (B)(6). Product has been received by exactech and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
It was reported a patient underwent a right total knee arthroplasty. Subsequently, approximately five (5) years later, the patient experienced an increase in pain and swelling. Radiographs were obtained that were concerning for polyethylene wear. As a result, the patient underwent right knee revision of the tibial insert component. Intraoperatively, the surgeon observed significant amounts of joint fluid and hemarthrosis, as well as polyethylene wear debris mostly pronounced on the medial aspect. Synovectomy and irrigation was performed. All fragments, parts and pieces were removed from patient and wound. New tibial insert component was implanted. The surgical incision was closed in typical fashion. No medical or surgical interventions were reported. No surgical delays were reported. The patient was last known to be in stable condition following the event. No additional information is available.